Manufacturer narrative:
Investigation summary: analysis of the log file provided by the account confirmed elevations in pump power and estimated flow; however, a specific cause could not be determined through this evaluation. Additionally, a direct correlation between the reported event and heartmate ii lvas could not conclusively be determined through this evaluation. The submitted log file contained data from 22jun2019. The log file showed an elevation in pump power, reaching up to 9.1 watts. The log file ended with the driveline being disconnected (captured under MFR# 2916596-2019-03662 ). The hmii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system and provides details regarding the recommended anticoagulation therapy and inr range. It also outlines indications of pump thrombosis as well as how to respond to such events. It also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Patient remains ongoing with the device. No further information was provided. The manufacturer is closing the file on the event.

Event description:
Additional information was received that the patient has had evidence of pump thrombus for a from an extended period of time. The thrombus was likely due to non-compliance with medical guidance. There were elevations in pump power. The patient has had multiple echocardiograms and ramp studies. The patient had heart failure symptoms that has been treated with aggressive anticoagulation.

Manufacturer narrative:
Patient weight was not provided. Approximate age of device- 1 year, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient was in hospice for non-surgical pump thrombosis. The patient is currently in a hypovolemic state. No additional information was provided.